Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. As a result, the surgeon decided to convert the procedure to an open surgery to complete the anastomosis by suturing it to completion without further incident.